Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose up to 400mg/dl which was treated by bolused with insulin pump. Customer¿s blood glucose at time of incident was 300mg/dl and current blood glucose was unknown. Customer stated that they had occluded infusion sets. Customer declined troubleshoot for the issue. Products will not be return for analysis.